Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicap transfer sets were damaged resulting in a separation between the female connector and main body; further described as ¿blue cap unscrews due to crack or broken¿. This was observed during use of the devices for continuous ambulatory peritoneal dialysis therapy, when disconnecting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.